Event description:
On april 9, 2008, a clinical incident involving a microcaps arthrowand was reported to arthrocare corp. Following a capsular shrinkage procedure of the left wrist, the pt was reported to developed ulnar nerve palsy. In 2008, the physician reported the pt has numbness in her ring and little fingers, weakness of the small muscles of the hand, numbness over the dorsum of the ulnar side of the hand and has had pain which is reported to be improving.

Manufacturer narrative:
The exact date of the incident was not provided. An approx date is provided. The device was reported as discarded following the procedure. Since the device was not returned for investigation, a complete investigation could not be performed. A review of the lot history record for lot 9122170-a was performed. The lot met all device specs. There are no other similar reports for this lot. Awaiting further details regarding use of the device during the procedure.